Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the lamp did not light up and the fan did not rotate due to a broken temperature fuse. In addition, the front panel was damaged, the bottom foot rubber was peeling and the output connector (light guide connection part) was loose due to wear. It was also noted, the chassis, top cover and rear panel had deformation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the halogen light source did not turn on. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the device is over 15 years old. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause is likely a faulty power supply due to a disconnected temperature fuse. It is likely to be an accidental failure because it is a failure for which multiple tendencies have not been identified. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b3 and b5.

Event description:
According to the reporter, the event occurred on (B)(6) 2022, during pre-use inspection prior to a diagnostic procedure. The procedure was completed using a replacement device. There are no additional details regarding the patient or event.